Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant no longer worked and needed to have it removed. The patient indication for use are for fecal incontinence and gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.